Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the device explant and product return, however; no response was received. The device is not expected to be returned. If this device is returned, analysis will be performed, and an updated report will be sent.

Event description:
It was reported that the implantable pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. The episode was suspected from electromagnetic interference (emi) due to the patient is currently admitted to the hospital. It was noted there was also a history of noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and advised there was an episode recorded due to noise and provided troubleshooting suggestions and recommended the external monitor equipment be reviewed due to the patient is currently in the hospital. Additional information has been requested on the hospital admittance. Additional information received advised the patient was admitted to the hospital unrelated to the implantable device. It was confirmed the noise was from electromagnetic interference (emi). The physician reduced the sensitivity and will review at the next in-clinic visit. Additional information provided advised the physician plans to replace the device and both non-boston scientific leads. At this time, the device and leads remain in service. No adverse patient effects were reported. Received additional information that the device has been explanted and replaced. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. The episode was suspected from electromagnetic interference (emi) due to the patient is currently admitted to the hospital. It was noted there was also a history of noise on the right ventricular (rv) lead. Technical services (ts) was consulted and advised there was an episode recorded due to noise and provided troubleshooting suggestions and recommended the external monitor equipment be reviewed due to the patient is currently in the hospital. Additional information has been requested on the hospital admittance. The device and non-boston scientific lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. The episode was suspected from electromagnetic interference (emi) due to the patient is currently admitted to the hospital. It was noted there was also a history of noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and advised there was an episode recorded due to noise and provided troubleshooting suggestions and recommended the external monitor equipment be reviewed due to the patient is currently in the hospital. Additional information has been requested on the hospital admittance. Additional information received advised the patient was admitted to the hospital unrelated to the implantable device. It was confirmed the noise was from electromagnetic interference (emi). The physician reduced the sensitivity and will review at the next in-clinic visit. Additional information provided advised the physician plans to replace the device and both non-boston scientific leads. At this time, the device and leads remain in service. No adverse patient effects were reported. Received additional information the device has been explanted and replaced. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. The episode was suspected from electromagnetic interference (emi) due to the patient is currently admitted to the hospital. It was noted there was also a history of noise on the right ventricular (rv) lead. Technical services (ts) was consulted and advised there was an episode recorded due to noise and provided troubleshooting suggestions and recommended the external monitor equipment be reviewed due to the patient is currently in the hospital. Additional information has been requested on the hospital admittance. Additional information received advised the patient was admitted to the hospital unrelated to the implantable device. It was confirmed the noise was from electromagnetic interference (emi). The physician reduced the sensitivity and will review at the next in-clinic visit. The device and non-boston scientific lead remain in service. No adverse patient effects were reported.